Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies, off no power without low battery indicator, low battery alerts, flashing display, frozen display or frozen time noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display a week ago: the screen went blank, the bars started flashing, and the display finally showed a circle along with frozen time. The customer pressed the buttons but they were unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture--though the customer was at the beach. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. However, the blank display occurred a week later; the device was off for ten minutes and then powered on and resumed normal function. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.